Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l5/s1 due to disc herniation. Intra-op, during implantation, the peek portion of the cage broke off. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis result: visual optical microscopic visual review of the implant confirmed both ¿ears¿ of the top section ((B)(4)) component are broken off and not returned for analysis. Microscopic examination of the top component identified material deformation, suggesting physical obstruction during attempted implantation which prevented full insertion into the vertebral disc space. Visual, optical and microscopic examination of the front-facing tab on the -03 peek top component did not identify witness marks or deformation. The above observations are consistent with partial opening of implant prior to insertion and/or insufficient disc space preparation/distraction, resulting in subsequent implant fracture due to overload during attempted implantation. If information is provided in the future, a supplemental report will be issued.